Event description:
It was reported that the patient's system was replaced. It was noted that prior to surgery a battery and an impedance check were run and showed that most electrode connections read greater than 4000 ohms and the battery was at eos (end of service). The patient received a new programmer that was bonded with the new device and programmed with the standard 4 programs for the patient. The patient's device was turned on before the patient left the hospital and sensation was felt in the scrotum. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).

Event description:
It was noted that on the day of surgery, a battery and an impedance check were run and showed that most electrode connections read greater than 4000 ohms and the battery was at eos (end of service). It was noted that the battery depletion was normal.

Manufacturer narrative:
Concomitant products: product ID 3093-28, lot# v471213, implanted: (B)(6) 2010, explanted: (B)(6) 2013, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3093-28, lot# v471213, implanted: (B)(6) 2010, explanted: (B)(6) 2013, product type lead. (B)(4).